Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump was found to have power loss when the patient woke up in the morning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings: a review of the pump¿s history showed a low battery warning was observed in the history on (B)(6) 2013 at 11:01 pm and a replace battery warning at 2:24 am on (B)(6) 2013. A reboot followed. The voltage was observed to be low and the pump was shown to be used for three days beyond the reported power issue with no further power issues occurring. A visual inspection of the pump revealed a cracked battery compartment; visual evidence of corrosion was noted. The battery cap was not returned for the pump for investigation; a test cap was used for investigation. The pump powered on normally and the current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues. The pump was opened and no damage was found to the power circuit. There was no further evidence of moisture damage found.